Event description:
It was observed during the device inspection that the gastrovideoscope was detached from the distal end side due to missing sealant, and there was missing sealant at the edge of the pink rubber. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.